Event description:
It was reported during service at the manufacturer, a broken blade was observed inside the handpiece saw. This event did not occur during a surgical procedure; no delay or adverse consequences were reported.

Manufacturer narrative:
D4: UDI is unknown as the catalog/lot number was not reported. H6: the quality investigation is complete.